Event description:
The consumer called into customer support to report he received two blood glucose readings last night that he felt 'were too fall apart'. It was reported to nova biomedical that a consumer received a result of 65 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 183 mg/dl. During the first call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution was shipped to the consumer to perform a control solution test in a follow up call. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214203 expiration date: 07/2016. Control solution lot # 1030514339 range: 82-127 mg/dl.